Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc found that quality controls were within range on the day of event. A siemens headquarter support center (hsc) specialist evaluated the event data. There were no process errors around the time of the discrepant result, and there were no comments on the sample to alert the customer of an issue. Result monitors look normal, which would indicate that there was not likely a reagent or reagent delivery issue. The cause of the discordant, falsely depressed vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin result was obtained on one patient primary tube sample tested on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument three times, resulting higher. The customer reran the sample from a short sample container (ssc). It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.